Manufacturer narrative:
The sample is not available for evaluation but an image was provided. The image showed the catheter with a missing hub, confirming the complaint. However, without the actual sample to review, a possible manufacturing issue cannot be determined. The device breakage may have been a result of damage during transit or an event in the user environment.

Event description:
After placement the skater¿ single step drainage catheter, when the nurses check on the patient's condition on the (B)(6) 2021 they found the pigtail's white connector hub was breakage and separate from the pigtail as you can see on picture, the hospital has been reported to the tdfa and because of the covid-19 pandemic so this defective product won¿t be able to return.